Event description:
Pt rec'd second degree burns to left arm and knee due to heated wire ventilator circuit laying on them. Circuit was covered partially by a towel and pt was receiving heli-ox therapy.